Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was broken and would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to the customer.